Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery voltage of a patient who was lost to follow up was nearing elective replacement indicator (eri). It was reported it was suspected the implantable pulse generator (ipg) was not responding to magnet. The ipg remains in use. No patient complications have been reported as a result of this event.